Event description:
Report received of no audible alarm sounding during an infusion of a dopamine drip. It was reported that the pump was set on channel c to deliver 250ml of dopamine at an unspecified rate. Upon the nurse's assessment of the pt, he noticed that the pt's blood pressure dropped from baseline systolic pressure ranging from 110-120mmhg to 80mmhg. The nurse noted that the pump displayed an unspecified malfunction error on channel c with no audible tone. The pump was removed from clinical service and the dopamine drip was restarted on a different pump. The nurse reported that the pt's blood pressure returned to the baseline of 110-120mmhg once the pump was changed and the dopamine was restarted. There was no long term pt sequela. Though requested, no add'l info was available.